Event description:
It was reported that during an "sfa" procedure the system jammed & partially deployed the stent, and then was removed from the patient. The entire system was removed & the stent was not placed.